Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was fractured at 24.5 cm from the connector pin due to clavicular crush. This likely contributed to the reported high impedance.

Event description:
It ws reported that ventricular lead exhibited high impedance. The lead was explanted and replaced.